Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a burning sensation which might be related to one of the wires. The patient sent a communicator reading to the clinic. The boston scientific technical services consultant referred the patient the healthcare team. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.